Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right ventricular lead was explanted and replaced due to lead fracture. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces.